Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. There was no reported impact to the customer¿s blood glucose. During troubleshooting with tandem technical support (cts), the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds); however, the customer reportedly did not access the bolus screen. Although requested, the customer declined to upload the pump data logs for tandem technical support to perform a log review to determine a possible cause.